Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having some issues with a few of their wound drains that they had converted from cardinal to bard. Physicians were concerned about the bard drain not being tapered and they were having issues with it staying in correctly. The bard item numbers that they were experiencing issues with were: (pcn #072227), (pcn #072229), (pcn #072230).

Event description:
It was reported that they were having some issues with a few of their wound drains that they had converted from cardinal to bard. Physicians were concerned about the bard drain not being tapered and they were having issues with it staying in correctly. The bard item numbers that they were experiencing issues with were: (pcn # 072227), (pcn # 072229), (pcn # 072230).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.